Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. No adverse patient effects were reported. A technical services (ts) consultant discussed commanded shock test with the local area field representative, who will pass these details along to the clinic. The ICD and rv lead remain implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, greater than 125 ohms. No adverse patient effects were reported. A technical services (ts) consultant discussed commanded shock test with the local area field representative, who will pass these details along to the clinic. The crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.